Event description:
The reporter stated an aa4203tf toric silicone single piece lens was torn during loading but was not noticed until the lens was inserted. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were not required. The reporter stated the lens tear was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.